Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 547 mg/dl. Insulin was delivered via pump and manual injections to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous fluid and insulin injections were administered. At the time of the report, customer had not been discharged. Tandem clinical diabetes specialist spoke with contact regarding event. Contact reported elevated bg was due to the carbohydrate (cho) pump setting needing to be adjusted. The cho setting was increased and basal setting was decreased. Pump functioning as expected. Reportedly, contact discussed the setting changes with a healthcare provider. Although multiple attempts were made by tandem technical support to obtain discharge date, contact did not reply.